Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter, 3max reperfusion catheter, 5max separator and a 3max separator. Following a successful thrombectomy procedure in the right middle cerebral artery, distal emboli was seen in the parent vessel. The emboli was mild in severity and had a possible relationship to the penumbra system and angiographic procedure, and a probable relation to the index stroke. The distal emboli resolved itself on the same day.

Manufacturer narrative:
Conclusion: distal embolization is a known and anticipated complication with these types of procedures and ais noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2015-00053, 00055, and 00056. Device was disposed of by the hospital.